Event description:
A report was received that the patient was having communication difficulty between the remote control and ipg. The patient was also unable to charge after a previous non-device related procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Device evaluation indicated that the ipg passed external visual inspection. The complaint the ipg would not communicate after the patient's cardiac ablation was confirmed. When received in, the device had no wake up signal and it appeared the battery was depleted. Device was charged in an attempt to bring it out of hibernation, but was unsuccessful. When the device was cut open, it was externally powered and sleep current was measured at 41ma, which was out of the expected range, and indicates the device current drain was too severe to power the ipg electronics. It was determined that the analog ic had an internal shorts resulting in excessive current drain of the battery. The damaged done to the analog aic-u1 resulted in the inability to charge the ipg out of reset mode and regained telemetry functions. The device was not designed to withstand the high energy present in a cardiac ablation procedure.

Event description:
A report was received that the patient was having communication difficulty between the remote control and ipg. The patient was also unable to charge after a previous non-device related procedure. The patient underwent an ipg replacement procedure and was doing well postoperatively.